Event description:
Leica microsystems received a complaint involving sub-optimal processing of tissue in six (6) cassettes from a two (2) hour processing protocol. The complainant described the tissue as under-processed, and indicated that a use error may have been the cause of the sub-optimal tissue processing reported. On (B)(6) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is in progress.